Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, cut was attempted using the needle knife; however, the needle tip detached inside the patient. They did not attempt to retrieve it as the physician was not concerned about the detached piece. Reportedly, they used the same generator and active cord, but used a second microknife rx 3l needle knife to complete the procedure. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire (needle knife) was melted and blackened. The tip end was also found slightly blackened. A functional inspection found the needle did not extend out of the distal tip. The tip was cut and it was found that the needle knife was melted, which was the reason why it did not get out of the distal tip. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage during the procedure could cause the failure noted; this failure may have been caused by excessive manipulation of the device, interaction with the scope or with other devices. Therefore, based on all the available/gathered and the condition of the returned unit, the most probable cause of this complaint will be documented as operational context since due to anatomical/procedural factors encountered during the procedure the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, cut was attempted using the needle knife; however, the needle tip detached inside the patient. They did not attempt to retrieve it as the physician was not concerned about the detached piece. Reportedly, they used the same generator and active cord, but used a second microknife rx 3l needle knife to complete the procedure. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.